Manufacturer narrative:
Additional information is provided in sections b.5, h.6 and h.11. Complaint lot search report reviewed; all batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. All stability and development data for a medical product only sustain the quality of the product within the shelf life, and not beyond (shelf life of provisc is 36 months). These batches were manufactured in 2021. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. The root cause of this dissatisfied complaint can be attributed to consumer dissatisfaction. All batches are released according to the required specifications. Review of the lot complaint history found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. No further action is required. The dissatisfied complaint condition does not represent a manufacturing quality issue, no action is required. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that the ophthalmic products used were expired.

Event description:
The customer reported that during cataract surgery, the patient experienced corneal edema in the right eye following the use of an ophthalmic viscoelastic syringe. The surgery was completed cleanly on the same day with minimal intervention and no significant manipulation. Standard post-surgical antibiotics were administered, and the patient¿s current outcome is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.